Event description:
On (B)(6) 2012, abbott point of care, was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant results on a pt. Date: (B)(6) 2012, I-stat, time: 12:14, result (ng/ml): 0.10. I-stat, 12:33, 0.04. Vista, 13:05, <0.02. Based on the info available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).